Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). A redraw and the original sample were repeated on an alternate instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.